Event description:
After stent placement, the patient experienced hypotension. The event was treated pharmacologically. The report received indicated that during a carotid artery stenting procedure, a 5mm angioguard was advanced and positioned without complications and a 10x40mm precise stent was successfully placed. However, after the stent placement, the patient's blood pressure dropped; therefore, vasopressor (etilefrine) was administered to the patient and the symptom recovered. The patient recovered from the hypotension and was discharged from the hospital. Further information indicated the procedure-included treatment of a lesion in the right internal carotid artery. The lesion was not calcified and presented 60% stenosis. He recovered and is out of the hospital now.

Manufacturer narrative:
The product is not available for evaluation. However, a review of the device history records relative to the manufacturing, inspecting and packaging of the lot was performed. The history records indicate this product was final inspection tested and was determined to be acceptable. This is one of two products involved in the same patient and reported under manufacturing number: 9616099-2008-02520. Additional information will be submitted within 30 days upon receipt.